Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The visual inspection revealed that the part was returned in two pieces as the post had fractured off of the insert. This inspection was conducted by the naked eye. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. The knee insert post deformation and/or fracture may have been due to repeated posterior contact of the femoral cam on the post combined with excessive posterior to anterior shear force during activity. However, this could not be isolated as the root cause for this particular failure mode. Some additional factors that could have contributed to the reported event include patient anatomy, abnormal loading of limb and/or traumatic injury. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with the inspection drawing, the final inspection includes the verification of part configuration per print. Also, per material specification, the quality and manufacture of 7.5 mrad cross-linked uhmwpe bar shall be controlled. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after a tka had been performed in (B)(6) 2017. The patient experienced a broken post of the jrny ii bcs xlpe art isrt sz 5-6 rt 12mm. A revision surgery was performed on (B)(6) 2024, in which a 5-6 13mm bcs constrained was implanted. Patient's current health status is unknow.